Event description:
Hamilton medical ag received the following event description from the partner: this is the event report by hospital staff that biomed sent to us. I put unknown for regulatory because biomed does not know that at this time. He will try to get more information. Last pm on this device was 27 july 2022. Responded to ticu 19 upon medical emergency call at 1203 5.29.2023. Nursing staff saw patient "brady down" on the monitor immediately and flat line. They were in the room in less than 30 seconds to initiate code call and CPR per ticu staff. Code team completed 1 round of CPR with a dose of epinephrine given with return of pulse. During the code rt attempted to recalibrate a component of the vent because an error was revealing "loss of peep." This did not result in functional vent status therefore, the vent was removed and replaced with a new vent. During the time the patient was receiving bagged oxygenation to ensure perfusion. Post code evaluation with rt, provider, rrt and code team determined likely cause of asystole event was catastrophic vent failure. Vent #46 hamilton g5-3000-69346 was removed from use and circulation. This vent was walked to biomed by ticu staff for further assessment. The patient's family was notified at 1221 and documented in the chart by the provider. The aoc, risk management director on call and nursing director on call were notified of this event as well. Rt and rrt both committed to completing safety events on this case. Rt called to bedside due to vent alarming. Vent was alarming disconnection and loss of peep. Rt checked connections(all tight) and very shortly after the patient bradied down. Rt grabbed ambu bag and bagged patient on 100% fio2. Compressions started by nursing staff. After rosc rt attempted to reconnect vent where it continued to alarm and was not ventilating. Ventilator was switched out and faulty vent was send to biomed. Patient placed back on same settings as prior to me.

Manufacturer narrative:
According to information from the operator, there was an incident on 29-05-2023 at 12:03 in which the ventilated patient had a cardiac arrest and had to be resuscitated. The involved ventilator was powered off at 12:06. The patient was ventilated with an ambu bag during CPR and continued to be ventilated by another ventilator after successful resuscitation. The hospital technician was consulting with hamilton medical technical support. Hamilton medical proposed to replace pressure sensor board. The hospital technician did not replace the pressure sensor board, because he could not reproduce the issue during a 10 hour test run. It is not known whether the hospital technician completely and successfully checked the device with the service software before releasing the device. Despite our attempts, we could not receive further information. Log files of the device was returned to hamilton medical ag and analyzed. After not being in use for 2 months, the ventilation was initiated on (B)(6) 2023 without the mandatory preoperational checks, namely flowsensor calibration and leak test. There are no technical alarms logged in the log file, but the application alarms "loss of peep", "disconnection on ventilator side" and "high pressure" were often logged on the day of the incident. There is no indication for any attempted correction for the frequent disconnection on ventilator side and loss of peep alarms, high pressure and low tidal volume alarms.

Event description:
Hamilton medical ag received the following event description from the partner: this is the event report by hospital staff that biomed sent to us. I put unknown for regulatory because biomed does not know that at this time. He will try to get more information. Last pm on this device was 27 july 2022. Responded to ticu 19 upon medical emergency call at 1203 (B)(6) 2023. Nursing staff saw patient "brady down" on the monitor immediately and flat line. They were in the room in less than 30 seconds to initiate code call and CPR per ticu staff. Code team completed 1 round of CPR with a dose of epinephrine given with return of pulse. During the code rt attempted to recalibrate a component of the vent because an error was revealing "loss of peep." This did not result in functional vent status therefore, the vent was removed and replaced with a new vent. During the time the patient was receiving bagged oxygenation to ensure perfusion. Post code evaluation with rt, provider, rrt and code team determined likely cause of asystole event was catastrophic vent failure. Vent #46 hamilton g5-3000-69346 was removed from use and circulation. This vent was walked to biomed by ticu staff for further assessment. The patient's family was notified at 1221 and documented in the chart by the provider. The aoc, risk management director on call and nursing director on call were notified of this event as well. Rt and rrt both committed to completing safety events on this case. Rt called to bedside due to vent alarming. Vent was alarming disconnection and loss of peep. Rt checked connections(all tight) and very shortly after the patient bradied down. Rt grabbed ambu bag and bagged patient on 100% fio2. Compressions started by nursing staff. After rosc rt attempted to reconnect vent where it continued to alarm and was not ventilating. Ventilator was switched out and faulty vent was send to biomed. Patient placed back on same settings as prior to me.

Manufacturer narrative:
Investigation is ongoing.